Manufacturer narrative:
Other text: additional information h6, h10. This remediation MDR was generated under protocol(B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. Three-hundred forty-five samples were received in their boxes within their original packaging. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. No abnormalities were detected during visual inspection. During the functional testing, fifty samples were primed without difficulty and no alarms were activated; the water could pass through the entire device. The failure mode was not confirmed. Root cause cannot be determined since the complaint was not confirmed due to the fact the returned samples were tested and successfully passed., corrected data: d1.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd administration set was being used with pumps which were constantly giving error messages such as "air in the system". The pumps and batteries were replaced several times as it was initially assumed that the problem was with the pumps. The error messages persisted even with new pumps and batteries. The nurses were well trained and had been with the patients for a long time, so that excluded application errors. The administration set was changed and the pumps ran without errors.